Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g4, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. Visual evaluation identified the following: there was damage on the neck and under the collar, most probably from multiple attempts to implant the stem. No other abnormality/damage was identified. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D11: unknown cup; unknown liner; unknown head. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial left hip arthroplasty the femoral stem would not seat properly into the femoral canal. Steps were take to include exposure to allow for the stem to seat; however, they were unsuccessful. The stem was removed from the patient and another stem was used to complete the procedure. Attempts have been made and no further information has been provided.